Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered incontinence, lower back, pelvic, leg, and abdominal pain, and scar tissue. No further information has been provided.